Event description:
During a low anterior resection, the device's staples were malformed since the washer would not cut. The case was converted to permanent colostomy. The case was completed with a like device with no pt consequence.